Manufacturer narrative:
.

Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured at 20atms on the third inflation. The lesion being treated was located in the average tortuous, calcified, 90% stenotic distal left anterior descending artery (lad). The balloon was inflated to 20atms on the first and second inflations. The procedure was completed with another of the same device. No patient complications or injuries were reported. The patient status is listed as good.